Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the ac led indicator would remain off and the status logs showed an auto-test failure for power pca. There was no reported patient or user involvement and no adverse patient/user impact.